Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a low blood glucose level of 35 mg/dl. The customer had treated their low blood glucose with food. The customer stated they had been experiencing low blood glucose for two weeks. Troubleshooting was performed. The device will not be returned for analysis.